Event description:
It was reported that the hospital submitted log files for review. Upon review, it was noted that the patient experienced a low flow alarm on (B)(6) 2023 with flow noted at 1.8 lpm in the presence of elevated pulsatility index (pi). Periods of pi events were noted throughout the log files, but it was thought that the ventricular assist device (vad) and peripheral equipment functioned as intended. The patient's cardiac output remained similar at 5000 rpms to when vad was at 5200 rpm. The wedge pressure was also stable. An echocardiogram (echo) was performed. The patient's labs were stable including the lactate dehydrogenase (ldh) level which was reported to be 275. Outflow graft obstruction was ruled out by computed tomography (CT) scan. The syncope was suspected to be related to dehydration.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of hypovolemia, syncope, and hypertension could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed multiple low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. Furthermore, review of the log files confirmed pulsatility index (pi) events; however, the report of a suspected suction event could not be confirmed through this evaluation. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The submitted controller event log files contained events from 26apr2023 through 14may2023. The majority of the files consisted of pi events. Additionally, multiple, transient low flow hazard alarms throughout the files. It should be noted that pi values were elevated during the low flow events. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not stroke-related) and hypertension. This section also addresses pump parameters, pump flow and pulsatility index (pi). Additionally, this section states that "during a suction event, device speed drops to the ¿low speed limit¿ and then ramps up to the fixed speed unless another pi event is detected. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected." Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section notes that changes in patient condition can result in low flow. This section also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 of the IFU, ¿patient care and management¿, lists hypovolemia as a potential late postimplant complication. This section also includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a low flow alarm and then had a syncopal episode. They were admitted to the hospital for further treatment. There were no signs or symptoms of bleeding. The patient had a right heart catheterization on (B)(6) 2023 where they had a suspected suction event where the ventricular assist device pump speed dropped to 4700rpm. Speed was then increased to 5000 rpm. Labs were stable and the patient's lactate dehydrogenase (ldh) levels were stable. The patient's mean arterial pressure was a little low requiring medications to be decreased. No cardiac arrhythmias were noted and diuretics were stopped. A review of the log files revealed low flow events on (B)(6) 2023 at 0816:44, 0816:54, and 0817:07. The low flow events occurred at times when the pulsatility index (pi) was elevated. The log file did not capture any other alarms that would be a concern. The patient had another low flow alarm on (B)(6) 2023. The low flow alarms didn't resolve even after trying to control hypertension and improve volume. A computed tomography scan to rule out outflow obstruction was performed.